Event description:
It was reported that a home patient (hp) found the patient line of an automated peritoneal dialysis (apd) cassette wet, during priming on the homechoice (hc) device. The hp was getting ready to connect when they noticed that the patient line was wet. The solution appeared to be leaking between the patient connector and the patient line tubing, but no hole was seen by the hp. The hp was advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. A review of all batch record documents was performed for lot number h13l21015 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.